Event description:
Five months previous to this event, a fluency stent graft, flt10080, and a luminexx stent were placed overlapping in a tips procedure. A chest x-ray taken one month after implant showed that the luminexx stent migrated 3 - 4 mm. A chest x-ray was taken on the day of the incident as the patient had a fever. At this time, it showed that 2 mm of the luminexx stent had broken off and migrated to the heart and into the pulmonary artery. The patient is asymptomatic and there are no plans for an intervention.